Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/20/2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The device has not been received for investigation; however data has been provided and evaluated. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.